Manufacturer narrative:
As per customer call, the field service engineer (fse) checked the system and found that equipment is working okay. However, it was seen that the (touch screen error) e333 for touch panel in error history, while per customer information, intermittent blackout of touch panel and intermittent image at screen were experienced. To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus visera elite ii video system center, intermittent blackout of touch panel and intermittent image at screen. The issue occurred during maintenance. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d9,h3,h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a faulty printed circuit board led to the following malfunctions: e333 (touch panel failure), intermittent blackout of the touch panel, and intermittent display of images on the screen. The event can be [detected/prevented] by following the instructions for use which state: 1.ensure proper power condition at site (proper grounding & no voltage fluctuation). 2.during fumigation equipment must cover or moved to other area. Olympus will continue to monitor field performance for this device.